Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s901u1ueu7exk6, smartphone hardware: sm-s901u1, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia while traveling in iran. The patient's blood glucose levels reached 25 mg/dl while wearing the pod between 36 and 48 hours. The patient reported the pod gave an auto-off alarm "insulin delivery stopped alarm. Deactivate pod now.¿ the patient reported that they blacked out and went into a coma. The patient was treated with saline and medicine, but did not specify what medicine was given. The patient was released the following day.